Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter did not display contact force when connected to the tactisys quartz unit and during functional testing the catheter did not pass an irrigation or shaft leak test. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests and fluid ingress.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.